Event description:
The clear care no rub solution product from ciba vision can cause serious harm to the eyes and severe pain if used as a rinsing agent. There is too little info/warning to full understand what will happen if you use the product as a solution -which the label actually says that it is-. I experienced excruciating pain this morning, my eye is still bright red, and swollen, and vision was blurry for a few hours because I rinsed my contact before putting in. This is not acceptable. I understand that the company has placed a warning label on the packaging, but let's face it, I cannot see a thing when my contacts are out and cannot read that tiny writing. It is sold along with all of the other rinsing solutions that are typically used a certain way -as rinsing solutions-, which is misleading. I want to request that the FDA reconsider this product or at least require a larger, more obvious warning label on the packaging. I have seen so many complaints just like mine on internet forums and consumer websites, so I know this is a problem. Thank you. Dates of use: (B)(6)2010-(B)(6)2010. Diagnosis or reason for use: contact lens solution. Event abated after use stopped or dose reduced: yes.